Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. On (B)(6) 2012, the patient experienced post-operative stress incontinence complications, pain and possibly a revision surgery. It was reported the patient was hospitalized. Additional information has been requested.